Event description:
During a remote follow up, a diagnostic anomaly was noted on the device. Technical support was contacted and additional investigation was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Manufacturer narrative:
The reported complaint of false atrial fibrillation (af) episodes was confirmed. These false af episodes were triggered due to frequent premature atrial contractions (pacs) and algorithm limitation in assert-iq. No device malfunction was found.